Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose. The customer's blood glucose was 82 mg/dl. She was displaying symptoms of high blood glucose such as having keystones in her urine. The customer stated she treated herself with manual injections. Troubleshooting for the insulin pump found the drive support cap was flushed. Insulin was also able to exit the tubing during a manual prime. The customer stated there was small champagne sized air bubbles. The customer also reported a no delivery alarm in her alarm history. She also stated that the cannula was not bent. No additional information provided.